Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a failure code 199:117 was not confirmed or reproduced during product evaluation; however, the quality engineer has determined that this condition was a result of a 199:117:307:0000 failure code confirmed in the event history and determined the cause to be depleted main batteries. The main batteries were replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. A service history review revealed the device had not been previously serviced for the reported condition, however during previous services the batteries and battery harness were replaced. A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 199:117. This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.